Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of a harmonic ace instrument broke after it came in contact with the tissue. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the reporter confirmed that the instrument's blade was broken off and the fragment fell into the patient. The fragments were retrieved and confirmed via visual inspection. The surgeon believed that product quality was the cause of the issue. The reporter confirmed that there was no instrument collision. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument with the alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image showed that the harmonic ace instrument had a broken blade. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations are required for the image review.

Manufacturer narrative:
The harmonic ace instrument has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.413¿ from the base. Broken piece was returned with the instrument. Components adjacent to the broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.